Event description:
It was reported that the pt underwent a total knee arthroplasty procedure utilizing signature pt specific instruments guides. After the cuts were made a notch in the anterior cut of the femur was detected which caused the femur to fracture. The surgeon also reported the femur implant size did not match the planned size. A distal femoral plate was used to stabilize the fracture. This resulted in a delay during surgery of more than 30 min.

Manufacturer narrative:
A review of the internal documentation and the actual guide is in progress. A f/u report will be filed when the root cause investigation is concluded.